Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ pump. Unk-pump, expiration date: unknown. UDI #: asku. Mfg date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient on biventricular assist device (bivad) support experienced hemolysis. The patient received thrombolytic therapy for pump thrombosis and subsequently expired.

Manufacturer narrative:
Product event summary: two (2) pumps with unknown serial numbers were not returned for evaluation. Review of log files could not be performed since log files covering the reported event date were not available for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.